Event description:
My resmed n20 CPAP mask is causing sores on each side of my face near my cheek bone. I googled and found these are now a class 1 recall. How do I go about getting my money back or a suitable replacement?